Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.75 x 38 mm stent delivery system was returned for analysis. Visual examination of the stent found that the stent was damaged on the 1st proximal stent strut row with stent struts lifted and pulled distally. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Visual and microscopic examination of the bumper tip showed signs of damage on the distal end of the stent. Tip damage most likely occurred when pushing the device against a resistance. Visual and tactile examination of the hypotube found no issues. Visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 11june2019. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified mid to distal left anterior descending artery. After a non-bsc guidewire and non-bsc balloon catheter were advanced for pre-dilation, a 2.75mm x 38mm synergy drug-eluting stent was inserted but failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications nor injuries and patient's status was stable. However, returned device analysis revealed stent damage.